Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the monitor will not boot past the flash screen after software update. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
.